Event description:
Patient was revised to address problems arising from a metal allergy.

Event description:
Caller reported blood glucose results of 92 mg/dl, 120 mg/dl, 304 mg/dl, and 109 mg/dl within 12 minutes on the advantage system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.